Event description:
Physician performed a l4-s1 tlif on a pt on (B) (6)2008. Since the initial surgery, the pt has fallen several times. The sacral screw shafts broke in half where the threads start. The physician performed a revision surgery on (B) (6)2009 and replaced with new hardware. The clinician stated that he feels that the broken screws were related to the pt's multiple falls and not related to the implants.